Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic procedure for placement of a duodenal wallstent. The wallflex enteral duodenal stent was implanted via 'stent in stent' placement to cross the stricture. The deployment of the device was noted as successful, however, the clinician reported that "the force required to gain passage to the stricture, is later thought to have caused a puncture through the duodenum." The puncture site was not evident pre or immediately post stent placement. Subsequent to the placement of the stent, (date unk), the pt required hospitalization until 2006. This device is not currently marketed or approved for sale within the united states. Bsc's similar product, marketed in the u.s., is the wallstent enteral endoprosthesis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between the relationship between this device and the cause for this event.